Event description:
Additional information received from a healthcare provider reported the cause of the empty pump was that the patient was out of state and the skilled nursing facility failed to send for refill. The pump was empty in (B)(6) 2019 in (B)(6). The pump was checked in (B)(6) 2020 and was empty. The pump has been refilled and the issue was resolved. The patient had a follow-up on (B)(6) 2020. The patient's weight was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen ( 1000 mcg/ml at 249 mcg/day) via an implanted infusion pump. It was reported the patient's pump went empty on (B)(6) 2019. The caller stated that the patient was new to the clinic and wanted to know what to do with the empty pump. Tech services gave considerations: no priming, ,dosing considerations, refill and monitor, reviewed catheter and tubing damage potential. The caller called back and noted they decided to refill the pump with 500 mcg/ml concentration of baclofen at 100 mcg/day. The caller was assisted with programming bridge bolus. Educated caller on calculating flow rate in order to determine when to bring patient back and assess pump flow rate accuracy.